Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Reportedly, the pump supplies were changed to address the issue and insulin delivery was resumed. Additionally, it was reported that resistance was experienced during the fill process. Reportedly, customer successfully filled the existing cartridge with the existing syringe to resolve the issue to resolve the issue. Customer's blood glucose level was 321 mg/dl.